Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella for mechanical circulatory support. Upon removal of the impella 5.5, sentinel device was placed to protect from cerebral embolization due to clot on impella seen on echo. Md began to pull impella out of left ventricle and into the graft and resistance was initially met on first attempt. Md then rotated the catheter and pulled again, and catheter came all the way back to the blue suture hub, but catheter broke off at the motor housing at this point. Under fluoro the impella was seen up by the clavicles at the proximal end of the graft. The impella was secured with a clamp, control of the graft was obtained for hemostasis. The blue hub was removed and impella was pulled out of graft successfully. The graft was then stapled, and the incision closed. The patient tolerated the removal well and hemodynamically is stable.

Manufacturer narrative:
The investigation for the vascular damage, product damage, and thrombus has been completed. Pump was not returned for investigation. No images were returned as well. Based off the clinical details, the root cause of the product damage - detached inflow/outflow - peripheral vessels is most likely due to use as resistance was met in the graft his the removal issues. The root cause of the vascular damage - peripheral vessels is most likely due to use. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).